Event description:
It was reported by the customer that the device was used during a laparoscopic hand assisted colectomy. The surgeon went to insert hand and the device ripped. Another device was used to complete the case. There was no consequence to the patient. One device is being returned.